Event description:
A non-healthcare professional reported that following the cataract surgery with intraocular lens (iol) implant procedure the patient had experienced difficulties seeing at near, distance, glare and halos. On (B)(6) 2026 post operative day 1 the patient¿s cystoid macular edema (cme) in the right eye had resolved; however, despite improved distance vision with correction, the patient continued to report debilitating nighttime glare and halos. An iol exchange with another company lens in the dominant eye was discussed, and the patient elected to proceed. On (B)(6) 2026 the patient stated vision was improving and denies any pain or discomfort. On (B)(6) 2026 the patient states that her vision was still the same, not seeing well at distance like she wanted, halos at night have not improved and are horrible, still difficulty reading. Additional information was received and stated that the patient iol exchange has been delayed due to a lid infection. Dates were not specified yet.

Manufacturer narrative:
A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).